Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited oversensing of premature ventricular contractions. On (B)(6) 2017, the patient followed up in clinic and the noise could not be reproduced with isometrics. On (B)(6) 2017, the lead was capped and replaced. The patient¿s condition was stable prior, during and following the procedure.